Event description:
Information received related to a trial conducted outside of the u.s. Reporting that the patient was recruited in the registry in 2005. The 2.75 x 18 mm vision stent was implanted in the circumflex, and two other stents were implanted in the lad and rca. In 2006, the patient had recurrent ischemic events and ventricular tachycardia. Angiography revealed a complete block of the circumflex and a 90% stenosis in the lad, which required the patient to undergo CABG. No add'l info was available.